Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected number scrolling during testing. Device had cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. She changed the battery and had to reset time/date. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 229 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.